Event description:
It was reported the patient ((B)(6)) observed the low battery warning on the programmer. A full diagnostic did not reveal any issues with respect to impedance measurements and battery passivation was ruled out as the cause for the warning. Surgical intervention was undertaken to replace the patient's ipg. The explanted device was retained by the medical facility and will not be returned for analysis.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.